Event description:
It was reported that, during a device implant procedure, this right ventricular (rv) lead experienced difficulty to be inserted and a connection issue was noted. Furthermore, lead damage was also observed on the terminal end. It was decided to implant another lead instead. This lead was surgically abandoned, therefore, it is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the lead inability to be inserted into the rate/sense portion of the port on a device is attributed to the is-1 proximal seal rings being lifted from the surface below them lifted seal rings.

Event description:
It was reported that, during a device implant procedure, this right ventricular (rv) lead experienced difficulty to be inserted and a connection issue was noted. Furthermore, lead damage was also observed on the terminal end. It was decided to implant another lead instead. This lead was surgically abandoned; therefore, it is not expected to be returned for analysis. No further adverse patient effects were reported.